Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a plum 360 infusion pump that delivered more than expected. The patient was receiving 10% dextrose total parenteral nutrition (d10 tpn) / lipids with an additional infusion of 10% dextrose. The patient¿s bedside bloodsugar result was 49, and the patient¿s intravenous fluid order was changed to 12.5% dextrose which was begun at 2323. It was reported that the rn encountered an error during pump programming and a second rn went to help resolve the issue, the error message was resolved and both rns verified the pump was at ordered rate of 4.9 ml/hr. While the rn was providing hands-on care, after approximately 10 minutes, the pump alarmed for "distal occlusion". As the rn was working to resolve the alarm, she noticed that the pump was louder than usual and saw the pump rate was at 200 ml/hr. The rn turned off the pump at that time and called the assistant nurse manager, who verified that the pump was correctly set to neonatal and to the correct patient rate. The bedside bloodsugar was immediately checked and was 410. The physician was notified to assess the baby and electrolytes were ordered. Infant bedside glucose became normal within 2 hours, the electrolytes did not show any significant impact, and infant assessment was unchanged. The lab results as follows: (B)(6). The customer reported that they believe the rate error occurred when the rn programmed the device to alert in 2 hours, thus recalculating the infusion rate. Additional review at the user facility showed the pump went from auto programming as d12.5 @ 4.9 ml/hr @ 23:19 to auto programming it as ¿no drug selected¿ and a rate of 246 ml/hr @ 23:23.

Manufacturer narrative:
The device was received for testing on 5/7/2019. A review of the alarm log showed multiple n192 ¿ distal occlusion alarms. The device passed the self test. Per the event log, the device was programmed per the customer¿s programming at 4.9 ml/hr, with vtbi: 500 ml, cca: n 1.5-1.9999 kg. After allowing the protocol to run over 9 hours, the device was still infusing at a rate of 4.9 ml/hr; did not observe any auto-programming changes or independent rate changes. As per the customer's event, changed the time so that the pump would alert in 2 hours, and observed the rate change to 199 ml/hr (rate changed to 199 ml/hr and not 200 ml/hr as per the event log due to the amount of vtbi left on the program). There were no distal occlusion alarms observed. Probable cause: no probable cause was found as the complaints were not duplicated during pci and the device passed functional testing within specifications.

Manufacturer narrative:
A history review has been performed and shows there are no failures confirmed that may have contributed to the customer¿s complaint.